Event description:
A report was received that the patient had pus on the pocket site. The physician suspected an infection and believed that the infection was procedure related. Bactrim antibiotic was prescribed. The patient¿s ipg was explanted.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.